Manufacturer narrative:
Oxygen solenoid value.

Event description:
During preventive maintenance service, the manufacturer's service technician reported the device oxygen concentration level measured above 21% when set to 21% concentration. Elevation of the oxygen source can result in hypoventilation to a specific patient if the reported type of event occurs during normal ventilation operation use. The service technician replaced the oxygen solenoid valve to address the finding. Applicable final testing was completed and passed to operating specifications.